Event description:
Medtronic received information that this bioprosthetic valve, implanted 3 months, was explanted due to an aneurysm.

Manufacturer narrative:
(B) (4). Device history could not be reviewed without the serial number. Device was not returned for analysis. Cause of event cannot be determined. Analysis: no product was returned for analysis. Conclusion: additional information was requested, however, none was received. Without return of the product for analysis, no definitive conclusions can be drawn regarding the performance of the graft.